Event description:
It was observed that during the device evaluation, the image of the gastrointestinal videoscope was not displaying. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was not displaying. Based on the results of the investigation, the probable root cause was damage on the circuit board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, device evaluation found the image was noisy and the adhesive around the light guide lens, objective lens, and bending section rubber was corroded. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was corrosion of the plug and cable units. The most likely cause of the corroded adhesive around the lenses and bending section cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.